Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g1, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse was dispatched to evaluate the iabp unit and the fse analyzed both the power activity logs, fault logs & alarms. Nothing to suggest there was a loss of power at the time of the event. Device was powered down by the end user. However, the below critical fault errors recorded at the time of the event resulting in a system failure. Fault code 111 - a local virtual address space vas watch dog timer wdt failure. Fault code 112 - a main application watch dog timer wdt failure. Fault code 118 - the watch dog timer monitoring video generator to executive processor board communication timed out. The executive processor pcba was replaced. All backplane board cables and coiled cord connections inspected.b.17 software reinstalled. 30 psi transducers, helium transducers and drive regulators were all recalibrated. Iabp passed all calibrations, functional testing and electrical safety checks to factory specifications. The failure analysis and testing dept. Received part number rev. S, sn with a reported unit failure of the machine shutdown during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No failures could be confirmed. Sending the board to the supplier for failure analysis per procedure number rev. Ar. Failure analysis received from the supplier for the part. Please see attachment. They stated no defect found. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number rev. As.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Nurse called for assistance with a power failure on a cardiosave intra-aortic balloon pump (iabp)during therapy 2 days ago. Reportedly, the console had shut off unexpectedly with no alarms present. An alarm log showed the last alarm was "iab disconnected" and the console triggering between ECG and pressure the hour prior to the console power failure. No harm or patient injury reported.